Event description:
It was reported that during implant of the pulse generator, the physician had difficulty inserting leads into the device. The device was removed and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis confirmed that it was difficult to insert the test leads into the atrial and right ventricular ports of the pulse generators header and the lead insertion force used to insert the leads was out of specification for the product. The left ventricular setscrew was found to be in an engaged position. Following removal of the screw, a lead was able to be successfully inserted.